Manufacturer narrative:
Product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
Consumer called and stated that the head of the replacement head came off inside her mouth. No injury was reported.